Event description:
It was reported that the user became stuck on a yes/no screen during the ilet setup phase, consistent with an unresponsive input interface associated with the touchscreen; restarting the device via the mobile app resolved the issue and the user proceeded to the fill tubing step. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and trainer and analysis of information they provided. Investigation of this case revealed a software-related problem affecting user input, consistent with an unresponsive key/button behavior localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.